Event description:
As reported, device was pulled back outside of the arteriotomy, the footplate was released too shallow in the tissue tract rather than inside the artery. Hemostasis was not achieve, protramine was administered, pressure was held, a balloon was contra-laterally delivered, the balloon was inflated twice at the sight of the arteriotomy, hemostasis was not achieve, the decision was made to perform a surgical cut-down, the suture, lock, collagen and footplate were all retrieved from the tissue tract, the cut-down was completed successfully and the patient is currently recovering with no further problems.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr utilizing a 14f sheath, a 14f manta was deployed for closure in the right common femoral artery. The manta device size selection guide for procedures using tavr sheaths recommends using an 18f manta device for a 14f procedural sheath due to the measured sheath outer diameter of 23f. A micro-puncture kit was utilized to gain access. Procedural requirements in the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Deployment depth measurement of 3cm + 1cm, and no issues were encountered advancing and withdrawing the procedural sheaths. During deployment, the physician pulled the manta back too far outside the artery and deployed into the tissue tract. The anchor released into the tissue tract and not into the artery. Hemostasis was not achieved. Manual pressure was applied, and contralateral balloon inflations were administered, however were not successful. The physician made the decision to perform a cut down and explanted the manta from the tissue tract. The root cause of the tract deployment was possibly due to an enlarged puncture site, due to the large nature of the 14f sheath (23f outer diameter). The IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.